Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch and no unlock on lcd keypad connector noted. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify motor error alarm, no delivery alarm due to button keypad anomaly. However, the motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose reading was 457 mg/dl at the time of incident. Troubleshooting found that there were 3 motor errors in the pump history within the last 30 days. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.